Event description:
The sales rep reported a hip revision surgery due to the taper lock of neck to stem failing. During the surgery the surgeon removed an omni femoral stem, femoral head and femoral neck. Original surgery was performed in 2002, but no other details regarding the original implantation could be obtained.

Manufacturer narrative:
Eval summary: the implant was not returned and a physical examination has not been performed.